Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have charring on connector pins 3 & 4, and melted plastic around the pins. No adverse event reported. Device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.